Manufacturer narrative:
B3: date not known. Best estimate not provided as year not known. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: on or about (B)(6) 2020, patient underwent a surgical procedure to treat her stress urinary incontinence and vaginal prolapse, during which her physician implanted the coloplast altis mini single incision sling mesh and coloplast restorelle y-mesh into the patient. Patient subsequently suffered complications associated with the pelvic mesh products, including but not limited to, pelvic pain, protrusion, extrusion, erosion, urinary issues, urinary incontinence, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, infections, permanent disfigurement, exposure of the mesh to surrounding tissue/organs, and difficulty with daily activities. On or around (B)(6) 2024, patient underwent vaginal mesh excision. On or around (B)(6) 2025, patient underwent vaginal mesh removal surgery. Patient has suffered, and continues to suffer, multiple, severe, and painful personal injuries, including, but not limited to, erosion, bleeding, protrusion, extrusion, vaginal and pelvic pain, dyspareunia, urinary urgency and incontinence issues, scarring, permanent physical deformity, and difficulty with daily activities, which she will continue to suffer for the rest of her life. This report captures the restorelle device.